Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. Device testing revealed results within normal limits. The recipient was prescribed steroids.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly completed the steroid treatment. The recipient's issues reportedly resolved. The recipient will be managed per center protocol. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.